Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4199ml. The fill volume was 2200ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv. According to the nurse she is aware that the patient has been having issues with drains, however, she was not aware of the patient's high ultrafiltration. The nurse stated that the patient had her catheter repositioned yesterday. The nurse will continue to monitor the patient's drains. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Date was omitted on follow-up medwatch report filed on (B)(4) 2010. Incorrect anatomy - not the common femoral artery. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.devices #1 and #2: proglide (part #12673-03; lot #unk), are being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed an a second and third proglide devices were used with the same results. The puncture site was borderline high at approximately the take off of the inferior epigastic artery. After the devices were removed a large dissection in the area of the puncture site was noticed. Angioplasty ballooning was performed unsuccessfully to treat the dissection. Arterial surgical repair is planned; however, exact date of surgery is unknown. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).